Manufacturer narrative:
Correction - the lancet device lot number, catalog number, UDI number, and expiration date were updated in section d based on the returned product.

Event description:
It was reported that the lancet did not retract from the lancet device.